Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 2 syringes of juvéderm® ultra plus xc in the cheeks, one syringe of juvéderm vollure¿ xc in the lips, and 1 syringe of juvéderm volbella® xc in the perioral lines. Approximately two and a half months later, patient experienced induration and firmness around the philtrum and on the lips. Patient was prescribed doxycycline for 10 days as it is unknown if it was an infectious process or autoimmune issue. The patient had some improvement and were told to massage the areas. One of the central perioral lines were firm and crystalized. Healthcare professional tried smoothing it out with a q-tip. 8 days later, patient was prescribed prednisone 20mg for 5 days and then tapering off. The symptoms have not resolved. Hcp stated that the patient had the covid-19 pfizer booster shot two weeks prior to the adverse symptoms occurring. This is the same event and the same patient reported under MDR ID # 3005113652-2022-00057 (allergan complaint #(B)(4)), and MDR ID # 3005113652-2022-00058 (allergan complaint #pr (B)(4)). This MDR is being submitted for the suspected product, juvéderm volbella® xc.

Event description:
Additional information reported "patient noticed swelling/induration of their philtrum region between the columns as well as the oral commissures several days before they had the covid-19 booster vaccine. But after the vaccine is when it continued to progress so not sure if the vaccine is the source.¿ patient also noted "nodularity on lips." Additional treatment of ¿prednisone taper 10mg tid x 5 days with slow taper over six additional days¿ was provided. Patient was seen again for a botox injections and they still has some areas of induration in the philtrum region on the left side. Still has a mild amount of induration of the oral commissure on the right. The left has resolved. Patient has some nodularity on the lips but have improved with continued massage.